Event description:
In 2006, prior to placement of a biliary stent, the physician attempted to remove the catheter about two weeks after placement in the right bile duct; however, the catheter would not come out, although it was straightened. He assumed the string was caught by the tissues. The procedure was suspended. Another attempt was made to retrieve the catheter, but ended in a failure. The physician cut the catheter near the hub and pulled the string, which again failed. He removed the catheter alone with the string left within the patient. He feels the string left in the patient will not cause harm and that it was not the fault of the device.

Manufacturer narrative:
Evaluation: no product or lot number was provided to assist in our investigation. However, based on the information provided, the catheter performed as intended for two weeks, but the physician was unable to remove the catheter. We can advise the potential for occurrence if the string was "trapped anatomically" or "partially endothelialized." Based on the information provided, it is feasible to say this incident was the result of procedurally related circumstances rather than the fault of the device in question.